Event description:
The biomedical engineer (bme) reported that the ECG waveforms would intermittently disappear every 10-30 seconds on patient tiles at two central nurse's stations (cnss) in the ER department after rebooting the core switch the previous day. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the ECG waveforms would intermittently disappear every 10-30 seconds on patient tiles at two central nurse's stations (cnss) in the ER department after rebooting the core switch the previous day. The issue was resolved, but no information was provided on how. Another occurrence was reported two days later in ticket (B)(4). No patient harm was reported. Investigation summary: the cns event logs were sent in for analysis. No issues or abnormalities were found during the analysis of the cns logs. Based on the logged events, it was concluded that the loss of monitoring was a result of issues with the hospital's network environment. Additional information could not be obtained from the customer and network captures could not be conducted as the customer was going to perform an upgrade of their enterprise gateway server. No further issues were reported for this event. A serial number review of the reported device reveals a second occurrence that was also investigated by nkc. A complaint history review of the customer's account does not reveal similar complaints relating to these two events. Attempt #1 10/28/2022 emailed customer via microsoft outlook for all items in the no information list above. No reply was received. Attempt #2 11/11/2022 emailed customer via microsoft outlook for all items in the no information list above. No reply was received. Attempt #3 11/16/2022 emailed customer via microsoft outlook for all items in the no information list above. No reply was received.

Event description:
The biomedical engineer (bme) reported that the ECG waveforms will disappear every 10 seconds. This happens on all tiles on the two central nurse's stations (cnss) in the ER department. All the tiles at the same time will lose the ECG waveforms, it will disappear quickly which is less than a second, and this happens between 5 to 30 seconds at a time. He said that he noticed a pattern where it will take about 20 to 30 seconds when the ECG waveform flickers, and then it will happen 10 seconds later, and then it happens again another 10 seconds later, and then 5 seconds later it flickers. Then it starts over again where it will take 20 to 30 seconds for it to flicker. They rebooted the core switch yesterday (on complaint (B)(4)), and this started after the reboot. They also stated that they rebooted the cnss, but the issue remains. Tech support (ts) had them try and locate the switch the cnss are on, but they could not locate it. They found the switches, but they did not know which ports the cnss were on. They stated that the issue was resolved but returned on (B)(6) on complaint (B)(4). Therefore as the cause is unclear, this will be reported. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the ECG waveforms will disappear every 10 seconds. This happens on all tiles on the two central nurse's stations (cnss) in the ER department. All the tiles at the same time will lose the ECG waveforms, it will disappear quickly which is less than a second, and this happens between 5 to 30 seconds at a time. He said that he noticed a pattern where it will take about 20 to 30 seconds when the ECG waveform flickers, and then it will happen 10 seconds later, and then it happens again another 10 seconds later, and then 5 seconds later it flickers. Then it starts over again where it will take 20 to 30 seconds for it to flicker. They rebooted the core switch yesterday (on complaint (B)(4)), and this started after the reboot. They also stated that they rebooted the cnss, but the issue remains. Tech support (ts) had them try and locate the switch the cnss are on, but they could not locate it. They found the switches, but they did not know which ports the cnss were on. They stated that the issue was resolved but returned on (B)(6) on complaint (B)(4) therefore as the cause is unclear, this will be reported. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the ECG waveforms would intermittently disappear every 10-30 seconds on patient tiles at two central nurse's stations (cnss) in the ER department after rebooting the core switch the previous day. No patient harm was reported.